Event description:
Livanova deutschland received a report that, during a procedure, the occluder malfunction alert was issued multiple times, so the operation was completed by switching to forceps operation. There is no report of any patient injury.

Manufacturer narrative:
. H11: livanova deutschland manufactures the evo. There is no reproducibility of the issue at in-house. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The analysis of the complaints database did not reveal further issues related to this clamp, which was manufactured in 2018. Taking into account the issue could not be reproduced and that the unit was found properly working by the authorized livanova field service technician, it cannot be ruled out that use condition at the customer site (e.g. Evo clamp not properly connected to its control panel, wrong tube material used) could have led to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.